Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Pump received with missing segments and partial display with vertical black lines due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to cracked lcd glass. Pump also received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states can only see partial of the display screen. The customer was advised to discontinue use of the insulin pump a replacement will be sent . The insulin pump will be returned for analysis.